Event description:
Paramedics attended to a person diagnosed in ventricular fibrillation. When the operator attempted to administer a countershock to the pt, the device allegedly charged, but failed to discharge. After the stored energy was dumped internally, the device reportedly failed to charge. A backup defibrillator was made available, but its use was not reported. The pt expired at the hospital.